Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found fluid ingression on the device's downstream occlusion (dso) sensor assembly, mainboard and lcd screen. The dso sensor assembly, mainboard and lcd were replaced to fix the issue.

Event description:
The results of the investigation found fluid ingression on the downstream occlusion (dso) sensor assembly, mainboard and lcd. There was unknown patient involvement and unknown patient harm/adverse event reported.